Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving no delivery alarms. The customer's blood glucose was 191 mg/dl. The customer stated that he received the alarm while changing the infusion set during the priming process. The customer stated that the insulin pump had gone through the airport body scanner. Advised that a replacement insulin pump would be sent. Upon checking the alarm history on the insulin pump, the customer only found no delivery alarms. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had cracked battery tube threads.